Event description:
The pt reportedly developed an infection at the implant site. The pt was treated for the infection. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.